Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain on both sides (ovaries)") in a female patient who had essure (batch no. 716609) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was administering warm compresses and joint muscle pain cremes as concomitant medications. Concurrent conditions included gallbladder removal since 2015. Concomitant products included dicycloverine hydrochloride (bentyl), lorazepam and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fatigue ("chronic fatigue"), irritable bowel syndrome ("ibs-d after losing my gallbladder"), urticaria ("break out in itchy hives"), formication ("feeling of things crawling on my skin"), adnexa uteri pain ("chronic pelvic pain on both sides (ovaries)"), abdominal pain ("stabbing shooting pain in abdomen"), back pain ("lower back pain"), neck pain ("neck pain"), headache ("headaches"), alopecia ("massive hair loss"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), dysgeusia ("weird taste in my mouth"), anxiety ("heightened anxiety"), night sweats ("night sweats"), mood altered ("mood changes"), pain in extremity ("pain in arms"), paraesthesia ("tingling feelings in hands and fingers"), insomnia ("insomnia"), muscle atrophy ("muscle loss all over body"), loss of libido ("loss libido"), pain ("all over body pain"), tooth loss ("loss of teeth"), tooth disorder ("teeth problems"), urinary tract infection ("uti"), feeling abnormal ("chronic brain fog"), diarrhoea ("chronic diarrhea"), palpitations ("heart palpitations"), hypoaesthesia oral ("numb tongue") and chest pain ("chest pain") and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, fatigue, weight decreased, irritable bowel syndrome, urticaria, formication, adnexa uteri pain, abdominal pain, back pain, neck pain, headache, alopecia, nausea, vomiting, decreased appetite, dysgeusia, anxiety, night sweats, mood altered, pain in extremity, paraesthesia, insomnia, muscle atrophy, loss of libido, pain, tooth loss, tooth disorder, urinary tract infection, feeling abnormal, diarrhoea, palpitations, hypoaesthesia oral and chest pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, chest pain, decreased appetite, diarrhoea, dysgeusia, fatigue, feeling abnormal, formication, headache, hypoaesthesia oral, insomnia, irritable bowel syndrome, loss of libido, mood altered, muscle atrophy, nausea, neck pain, night sweats, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, tooth disorder, tooth loss, urinary tract infection, urticaria, vomiting and weight decreased to be related to essure. The reporter commented: she had been to emergency room a number of times. She was always sick. She had a serious injury (hospitalization, disability/permanent damage, required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
E was initially received via regulatory authority (FDA, reference number: mw5080777) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain on both sides (ovaries)") in a female patient who had essure (batch no. 716609) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she was administering warm compresses and joint muscle pain cremes as concomitant medications. Concurrent conditions included gallbladder removal since 2015. Concomitant products included dicycloverine hydrochloride (bentyl), lorazepam and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), fatigue ("chronic fatigue"), weight decreased ("weight loss"), irritable bowel syndrome ("ibs-d after losing my gallbladder"), urticaria ("break out in itchy hives"), formication ("feeling of things crawling on my skin"), adnexa uteri pain ("chronic pelvic pain on both sides (ovaries)"), abdominal pain ("stabbing shooting pain in abdomen"), back pain ("lower back pain"), neck pain ("neck pain"), headache ("headaches"), alopecia ("massive hair loss"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), dysgeusia ("weird taste in my mouth"), anxiety ("heightened anxiety"), night sweats ("night sweats"), mood altered ("mood changes"), pain in extremity ("pain in arms"), paraesthesia ("tingling feelings in hands and fingers"), insomnia ("insomnia"), muscle atrophy ("muscle loss all over body"), loss of libido ("loss libido"), pain ("all over body pain"), tooth loss ("loss of teeth"), tooth disorder ("teeth problems"), urinary tract infection ("uti"), feeling abnormal ("chronic brain fog"), diarrhoea ("chronic diarrhea"), palpitations ("heart palpitations"), hypoaesthesia oral ("numb tongue") and chest pain ("chest pain"). At the time of the report, the pelvic pain, fatigue, weight decreased, irritable bowel syndrome, urticaria, formication, adnexa uteri pain, abdominal pain, back pain, neck pain, headache, alopecia, nausea, vomiting, decreased appetite, dysgeusia, anxiety, night sweats, mood altered, pain in extremity, paraesthesia, insomnia, muscle atrophy, loss of libido, pain, tooth loss, tooth disorder, urinary tract infection, feeling abnormal, diarrhoea, palpitations, hypoaesthesia oral and chest pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, chest pain, decreased appetite, diarrhoea, dysgeusia, fatigue, feeling abnormal, formication, headache, hypoaesthesia oral, insomnia, irritable bowel syndrome, loss of libido, mood altered, muscle atrophy, nausea, neck pain, night sweats, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, tooth disorder, tooth loss, urinary tract infection, urticaria, vomiting and weight decreased to be related to essure. The reporter commented: she had been to emergency room a number of times. She was always sick. She had a serious injury (hospitalization, disability/permanent damage, required intervention) but did not specify it to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080777) on 12-nov-2018. The most recent information was received on 25-feb-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain on both sides (ovaries)/pain"), neuromyopathy ("neuromuscular problems") and autoimmune disorder ("autoimmune-like symptoms") in a female patient who had essure (batch no: 716608) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included axillary mass, menorrhagia, weight gain, thyroid enlarged, back injury, adenomyosis and hemorrhagic cyst. She was administering warm compresses and joint muscle pain cremes as concomitant medications. Concurrent conditions included gallbladder removal since 2015, bleeding menstrual heavy, smoker, absence of menstruation, lumbar disc disease, intervertebral disc disorder, spondylolisthesis acquired, spondylolisthesis acquired, dysfunctional uterine bleeding, dyspareunia, cramp, libido decreased, benign polyp of uterus, lumbar disc herniation, low back pain, lumbar radiculopathy, spondylarthritis, sacroiliitis, goiter and ovulation pain. Concomitant products included dicycloverine hydrochloride (bentyl), lorazepam and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), fatigue ("chronic fatigue"), irritable bowel syndrome ("ibs-d after losing my gallbladder"), urticaria ("break out in itchy hives"), formication ("feeling of things crawling on my skin"), adnexa uteri pain ("chronic pelvic pain on both sides (ovaries)"), abdominal pain ("stabbing shooting pain in abdomen"), back pain ("lower back pain"), neck pain ("neck pain"), headache ("headaches"), alopecia ("massive hair loss/hair loss"), nausea ("nausea"), vomiting ("vomiting"), decreased appetite ("loss of appetite"), dysgeusia ("weird taste in my mouth"), anxiety ("heightened anxiety"), night sweats ("night sweats"), mood altered ("mood changes"), pain in extremity ("pain in arms"), paraesthesia ("tingling feelings in hands and fingers"), insomnia ("insomnia"), muscle atrophy ("muscle loss all over body"), loss of libido ("loss libido"), pain ("all over body pain"), tooth loss ("loss of teeth"), tooth disorder ("teeth problems"), urinary tract infection ("uti"), feeling abnormal ("chronic brain fog/brain fog"), diarrhoea ("chronic diarrhea"), palpitations ("heart palpitations"), hypoaesthesia oral ("numb tongue"), chest pain ("chest pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), neuralgia ("nerve pain") and gastrointestinal disorder ("intestinal disorders") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, neuromyopathy, autoimmune disorder, fatigue, weight decreased, irritable bowel syndrome, urticaria, formication, adnexa uteri pain, abdominal pain, back pain, neck pain, headache, alopecia, nausea, vomiting, decreased appetite, dysgeusia, anxiety, night sweats, mood altered, pain in extremity, paraesthesia, insomnia, muscle atrophy, loss of libido, pain, tooth loss, tooth disorder, urinary tract infection, feeling abnormal, diarrhoea, palpitations, hypoaesthesia oral, chest pain, allergy to metals, dyspareunia, neuralgia and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, chest pain, decreased appetite, diarrhoea, dysgeusia, dyspareunia, fatigue, feeling abnormal, formication, gastrointestinal disorder, headache, hypoaesthesia oral, insomnia, irritable bowel syndrome, loss of libido, mood altered, muscle atrophy, nausea, neck pain, neuralgia, neuromyopathy, night sweats, pain, pain in extremity, palpitations, paraesthesia, pelvic pain, tooth disorder, tooth loss, urinary tract infection, urticaria, vomiting and weight decreased to be related to essure. The reporter commented: she had been to emergency room a number of times. She was always sick. She had a serious injury (hospitalization, disability/permanent damage, required intervention) but did not specify it to one of the events. There was evidence of 4 coils on the left and 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: bilateral essure devices optionally positioned no evidence of contrast, extravasation, no evidence of endo luminal persistent fillings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: psf and mr received - new reporter were added. Patient information, product information lot number, were updated. Event's neuromyopathy, autoimmune disorder, allergy to metals, dyspareunia, neuralgia and gastrointestinal disorder were added. Medical history, essure removal date and procedure were added. Lab data added incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.